Event description:
According to the report, the surgeon had a negative experience following his use of bioglue that required re-operation.

Manufacturer narrative:
MFR did not receive form 3500a from user. This investigation is ongoing and additional info will be provided in a follow-up report.